Event description:
It was reported when using the bd maxzero needleless connector, the device experienced deformed damaged /cracked. This event occurred 7 times. The following information was provided by the initial reporter. The customer stated: in the fourth section of transplantation, the blue rubber plug did not rebound and leaked.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: a mz1000 china product was not returned for investigation; however the customer indicated that the complaint sample was from lot 21085867. As part of the investigation, the customer provided a photograph of the affected samples; analysis of the photograph identified that the piston of two mz1000 china products were recessed. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the customer's experience could not be determined during the investigation, however following a small number of similar reports from this customer, the manufacturing site have opened a quality notification in order to perform a more in-depth investigation to determine the root cause for the customer's experience. A review of the production records for lot 21085867 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the mz1000 china product in the past 12 months. H3 other text : see h10.

Event description:
It was reported when using the bd maxzero needleless connector, the device experienced deformed damaged /cracked. This event occurred 7 times. The following information was provided by the initial reporter. The customer stated: in the fourth section of transplantation, the blue rubber plug did not rebound and leaked.